Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected with an unspecified type of juvéderm® in the lips and experienced a ¿severe allergic reaction and inflammation¿ in their lip. ¿in addition to this, the doctor couldn't prevent the formation of infection even though [they] tried taking out the filling by a syringe from my lip and draining it.¿ after 2 years, patient¿s lips are ¿still inflamed, swollen and (changed in shape) at certain intervals.¿ patient reported ¿3 tesla contrast facial MRI and all the fillings are still on my lip.¿ none of the plastic surgeons and professors the patient has consulted with believe juvéderm® would stay for years and cause inflammation. Patient reported their ¿inflamed lip and the juvéderm® that they thrown [sic] are visible.¿ it is unknown if symptoms have resolved.